Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarx balloon catheter was selected for use during the cryoablation procedure. It was reported that a blood detected error occurred when the catheter was inflated in the body. The catheter was immediately changed to a new one and the procedure was continued. The procedure was completed successfully without patient complications. The device is not available for return as it has already been discarded.